Manufacturer narrative:
Product analysis: as found condition: the hyperglide occlusion balloon catheter and guidewire were returned for analysis within a shipping box, within a plastic pouch, and within an opened hyperglide outer carton (b219399). The guidewire was returned within an opened avigo inner pouch (b255693). The hyperglide occlusion balloon catheter was returned within a sealed hyperglide inner pouch (b219399). Visual inspection/damage location details: the sealed hyperglide inner pouch was opened, the occlusion balloon catheter was still within its dispenser coil. The occlusion balloon catheter was removed from within the dispenser coil. No damages were found with the hyperglide occlusion balloon catheter. The guidewire was examined. No bends or kinks were found with the guidewire. The guidewire proximal solder region was found in good condition. The guidewire distal tip was found separated (broken) at ~3.6cm from the proximal solder region. Testing/analysis: the guidewire od (outer diameter) was measured to be 0.0097¿. Conclusion: based on the device analysis and reported information, the customer¿s ¿guidewire resistance inside catheter¿ report could not be confirmed and the cause could not be determined. The hyperglide occlusion balloon catheter used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the x-pedion guidewire was stuck in the balloon. It was noted the devices were prepared as indicated in the instructions for use (IFU). There was no harm or injury to the patient. Ancillary device: concerto coil (model: nv-5-15-helix, lot: b219699) additional information received reported that the wrong item was placed. The one that had a quality deviation was product 104-4520 from batch b219399. The x-pedion microguide stole inside the balloon, rendering both functions unusable.